Event description:
Reportedly, the unit had been running on a patient for two to three days when the unit suddenly stopped gas delivery with no alarm. When the distributor arrived on site to investigate, the unit was running properly. Please note there was no death or serious injury in this case.